Event description:
Device issue: tip detachment. Time of device issue: during procedure. Adverse event: guide wire tip embedded in patient. Onset of adverse event: during the procedure. It was reported that a lot of resistance was felt when advancing the guide wire in a tight vessel (rca). When removing the guiding catheter and the guide wire, the physician noticed a "string" was protruding from the femoral artery access site. The physician surmised that the guide wire tip and coils had stretched from the rca through the aorta to the femoral artery access site. The physician accessed the vessel again with a second guide wire and guiding catheter and deployed a stent "sandwiching" the guide wire tip and coils to the proximal ostia part of the coronary artery. This resulted in creating a hinge and the physician then gently pulled the "string' to break the "string' from the detached guide wire tip. The "string", second guide wire tip. The "string", second guide wire and guiding catheter were removed from the anatomy and it was noted that the tip had apposed the stent to the vessel wall and there was a small portion of the coil (string) remaining in the vessel into the aorta. The patient reportedly, was doing fine with no adverse sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.